Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hcp had done total hip replacement surgery of the patient in (B)(6) 2021 in which he used pinnacle marathon poly liner. Eventually patient came in (B)(6) 2022 with the complaint of noise and pain on movement. Hcp did additional x-rays and found requirement of revision. So he revised it last week and found the pinnacle liner was broken so he replaced it with another liner and femoral head. So hcp has complaint that the product could wear off by the time but it should not broken off during it's cycle. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? Yes, facility name of original implant : (B)(6) hospital, was device explanted? True, hardware/explant removal due to: breaking of original implant, did patient require revision surgery? True, if yes, date of revision surgery. (B)(6) 2023, reason for revision surgery. Pain, noise and rom restriction, patient status/ outcome / consequences: yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Pain on movement, restricted range of motion, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe: additional x-rays, is the patient part of a clinical study: unknown, (B)(4). Device property of: none, device in possession of : none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Event description:
Additional information received states that the affected side of the patient was the left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. Review of the photographic evidence found the rim of the liner fractured and some ard tabs had sheared off. Deformation was also found on the edge of the liner. Based on the observations, it is reasonable to conclude that a disassociation event occurred between the liner and the cup. However, based on the provided evidence no signs of wear or defects that could have contributed to an audible sound were observed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.